Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablatio, an error occurred due to cooling failure of needle, and treatment was discontinued. Pump and cooling water were checked but nothing abnormal was observed. Ablation was started again but the issue above was duplicated. The procedure was completed but CT will be taken to confirm if the target lesion is ablated as planned. Patient condition is currently being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly and lesioned properly. No error was noted. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.